Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. (B)(4). Investigation summary: a device history record review was performed for provided lot number 6146822. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, one physical sample and one picture sample was received for evaluation by our quality team. Through examination of the picture sample, a visual inspection was performed. The sample came with a plastic shield and the sample has a crack that start at the base of the needle hub and goes up 1/16¿ from the top of the needle hub. This is the sample shown in the photo provided. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the photo and sample provided. Root cause description: the cause for this defect could have resulted during the nip line assembly, where the plastic shield was not fully centered causing damage. Rationale: further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that the bd¿ bulk, non-sterile needle hub was found cracked before use. The following information was provided by the initial reporter: "the cannula holder shows a crack (appr.10mm). Therefore the cannula cannot be used."